Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was not responding. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. Insulin pump received with cracked reservoir tube lip and cracked case near display window corner noted.